Event description:
A 25 mm aortic valve was explanted after an implant duration of 1.00 month due to unknown reasons. Customer reported that on (B)(6) 2013, a 25 mm valve was implanted. Mitral valve replacement with a 27 mm valve was also performed. On (B)(6) 2013, the aortic valve was explanted and replaced with a 23 mm perimount aortic valve. No further details were provided. Information was learned through (B)(6).

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, it was learned on (B)(6) 2013 that the device was explanted because of to a paravalvular leak. The health care provider also indicated that this was due to a technical issue and that there was no device malfunction. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, the device is not available for returned and there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information has been provided regarding the patient's status or reason for explant.